Event description:
The customer reported the device will not power up and the backup alarm sounds. No patient involvement reported.

Manufacturer narrative:
The component failure u11 prevented the ventilator to power on. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is not a relationship of the device to the reported problem.